Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, when the lead was placed, the lead could not be firmly fixed after several attempts. The implantation of the rv lead was abandoned. A new lead was used and successfully implanted. No patient complications have been reported as a result of this event.